Event description:
The customer reported that their acuity central station system-yavapai2 was down for unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.